Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, around 0-25% of the shell is missing fold creases and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified: a curved striated opening on posterior side assessed as surgical damage, broken shell with striated edge on posterior and anterior side assessed as surgical damage, broken shell with sharp edge where is localized stresses induced in posterior side assessed as surgical impact(a dimension measurement in the shell was performed which identify the thickness within specification), nicks with striations assessed as surgical tool scratch like and stress marks assessed as non penetrating nicks. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage. Broken shell with sharp edge where is localized stresses induced assessed as surgical impact. Broken shell with striated edge assessed as surgical damage. Missing shell that is assessed as inconclusive.